Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit alarmed the iab loop for air leakage. The customer promptly replaced the equipment and used it without causing any personal injury.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) states, after communication, it was determined that the user used arrow balloons. The customer was not sure whether to choose the manufacturer for repairs. It was confirmed that the equipment has returned to normal after being repaired by the third-party company. H3 other text : customer denied service from getinge.